Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime warnings. The warnings allegedly recurred after changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/25/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated with a low, non-zero force. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications.